Event description:
The event is reported as: complaint alleges the following: the anesthesiologists were having difficulty removing the stylet after the et tube was placed. It was pulling out the et tube from proper placement as the stylet was being removed. No pt injury reported.

Manufacturer narrative:
A device history record (DHR) review could not be conducted since the lot number was not provided. Assessment was conducted and no change required. Complaint cannot be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. The MFR will continue to monitor and trend relating complaints.